Event description:
A caller reported an error with their continuous glucose monitor, specifically cgm error 42, related to the g7 sensor. There was no adverse impact to the customer¿s blood glucose level. Technical support provided assistance by guiding the caller through a complete pump reset, after which the error code did not reappear, and the caller successfully started a new sensor session.